Event description:
An impella 5.5 was being inserted via the axillary artery graft site to support a 64 year old female who had been admitted in with acute decompensated chronic cardiomyopathy, who had presented in scai stage d shock. The medical history is inclusive of prior coronary artery bypass graft surgery. The 5.5 was unable to be fully inserted to the left ventricle. The vessel was tortuous and the team met resistance at the innominate artery and the insertion was aborted. The patient survived the aborted delivery without any noted harm or injury from the attempted placement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.